Event description:
Customer reported of getting erroneous ise (ion selective electrode) patient results for sodium (na), potassium (k) and chloride cl) with low anion gap on their au5800 chemistry analyzer. There was no change in patient treatment in association with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the analyzer and observed calibrations were acceptable and would drift over time. The fse determined multiple parts malfunctioned. The fse refilled the internal reference solution, replaced sample probe, ise tubing and buffer syringes which resolved the issue.the system performance was verified without further issues. No further issues noted. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).